Event description:
Locking cannulated blade plate bent intra operatively. In an effort to get the hip relocated in the acetabulum prior to doing the acetabular osteotomy, the surgeon had to abduct the hip. It was after doing this manoeuver that the surgeon noticed that he had bent the plate. Surgeon replaced initial "infant-sized" plate with a "child-sized" plate. This required extended surgery time.